Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient received the elective replacement message and then the ipg was inoperable. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced with a new ipg. Therapy was restored post operatively.